Event description:
(B)(4)

Manufacturer narrative:
(B)(4). All available information was forwarded to the actual manufacturer. They conducted a batch review and no abnormalities in the manufacture of the product were noted during in-process or at final control inspection. Process cards show no abnormalities. The actual device involved in the reported incident has not been received for evaluation at this time and the investigation is on going. A follow up report will be submitted when the investigation results become available.